Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced a needle stick injury post use when the whole tube pushed off the non-patient end of the needle. The following information was provided by the initial reporter. The customer stated: randomly, the tubes present ejection problems when fitted into vacutainer. There is a previous event which it has been considered as a precursor element in a sharp accident that occurred on (B)(6) 2021, with the employee of sample collection. The patient had to punctured for the second time, while the phlebotomist suffered the sharp accident during the handling of the system. On 26.oct.2021 "yesterday afternoon the customer was visited, who explained how the incident occurred. He explained that during the blood sample collection, using a closed system (multiple needle, holder and tubes). During the sample collection, when using the last tube (367856), inserts it into the holder and it does not remain fixed in the holder, and moves back, so the phlebotomist removes the holder and the needle from the puncture site in reflex to the expulsion of the tube and proceeds to compress the site of puncture to avoid bleeding, at that moment the phlebotomist got punctured with the contaminated needle. After the incident, an internal notification of the sharps accident was made according to regulations, and the phlebotomist is referred to the mutual insurance company where tests are carried out, and the counter sample was carried out with the source patient, which tests negative for sexually transmitted infections. The phlebotomist is currently in good conditions." "The person who took the sample was punctured / injured with the needle that had taken the sample from the patient (he suspects that the user may not have held the holder well, therefore, the tube and the needle that was using to puncture the patient got off of the system)."

Manufacturer narrative:
H6: investigation summary: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for push off with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced a needle stick injury post use when the whole tube pushed off the non-patient end of the needle. The following information was provided by the initial reporter. The customer stated: randomly, the tubes present ejection problems when fitted into vacutainer. There is a previous event which it has been considered as a precursor element in a sharp accident that occurred on (B)(6) 2021, with the employee of sample collection. The patient had to be punctured for the second time, while the phlebotomist suffered the sharp accident during the handling of the system. On (B)(6) 2021, "yesterday afternoon the customer was visited, who explained how the incident occurred. He explained that during the blood sample collection, using a closed system (multiple needle, holder and tubes). During the sample collection, when using the last tube (367856), inserts it into the holder and it does not remain fixed in the holder, and moves back, so the phlebotomist removes the holder and the needle from the puncture site in reflex to the expulsion of the tube and proceeds to compress the site of puncture to avoid bleeding, at that moment the phlebotomist got punctured with the contaminated needle. After the incident, an internal notification of the sharps accident was made according to regulations, and the phlebotomist is referred to the mutual insurance company where tests are carried out, and the counter sample was carried out with the source patient, which tests (B)(6) for sexually transmitted infections. The phlebotomist is currently in good conditions." "The person who took the sample was punctured / injured with the needle that had taken the sample from the patient (he suspects that the user may not have held the holder well, therefore, the tube and the needle that was using to puncture the patient got off of the system)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.